Event description:
Intravenous piggyback (ivpb) line disconnected from the primary IV-line, white clave was attached to the end of the tubing but the blue inner piece remained in the y connector of the primary line. Pump also alarmed air in line. Ivpb had recently been hung (1459) and no issues noted at time of hang. Very little moisture from the ivpb line had been dripped out, caught quickly. Set removed, new tubing primed and abx infused. Patient here approx 24 hours at time of tubing issue, unknown if was caught in anything on a transfer to bed, CT, etc. CT performed prior to arrival to intensive care unit (ICU) from the emergency department (ed). IV tubing malfunction. No harm, caught very quickly after disconnect.